Manufacturer narrative:
Additional information provided in d.9., h.2., h.3., h.6. And h.11. One opened probe and two unopened probes were received, with tip protectors, in a tray, for the report. Opened sample 1: the sample was visually inspected and found to be nonconforming with slightly bent needle and orange or brown foreign material on the port face and on welded cap. Dried white foreign material on the needle and port face. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and nonconforming for cut. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was observed to be slightly bent. Gouge marks observed at the cutting edge and several other locations on the inner cutter. Two unopened samples were tested since opened sample was nonconforming. Unopened sample 2 and 3: the samples were visually inspected and found to be conforming. The samples were then functionally tested for actuation and cut. The samples were found to be conforming for both functional tests. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the opened probe sample 1 had a cut failure. The most likely cause for the poor cutting is the observed gouge marks on the cutting edge of the inner cutter of the probe. The root cause for the cutting-edge gouges as well as the foreign material observed and bent inner cutter is due to the excessive surgical use of the probe. The vitrectomy probe is verified for 20 minutes of use at maximum cut speed per the probe direction for use (dfu) and it appears that the probe has experienced a use much greater than the typical timeframe of the vitrectomy portion of the procedure. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. The returned unopened sample 2 and 3 were found to be conforming, therefore cut failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action has been taken by the manufacturing site as it appears that the observed cut failure on sample 1 was due to excessive use of the probe by the user. No action was taken as the returned probe sample 2 and 3 were functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that vitrectomy probe stopped cutting during posterior vitrectomy surgery. The surgery was completed after replacing with another probe. There was no patient impact.